Event description:
It was reported that line was inserted on (B)(6)2024 during chemotherapy a leakage was found, the patient given pola r-chp for pain. The line did not fracture fully into 2 pieces, but there was a subcutaneous hole in the line that caused leakage. The line was removed on (B)(6)2024. Harm caused was arm swelling, pain, delay in cancer treatment, additional hospital visits for extravasation checks. A new line was placed following the incident, which required an additional procedure to insert new line. The whole incident caused disruption to the patient¿s cancer treatment and emotional distress. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.